Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned in one piece. Analysis of the lead did not find any anomalies other than internal short between inner coil and right ventricular cables due to procedural damage.

Event description:
New information notes the physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.